Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer report that the mx40 speaker does not work and the device says speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio due to a speaker malfunction. The speaker was replaced.